Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp unit for the reported "display issues", he performed display tests, display performance satisfactory in accordance with manufacturer's design and specifications. Unit passed all calibration, functional, and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was having display issues. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "display issues", he performed display tests, display performance satisfactory in accordance with manufacturer's design and specifications. Unit passed all calibration, functional, and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.